Event description:
It was reported that eleven devices were damaged due to normal wear and tear. Eight tapered u-joint drivers for synfix mini-open (03.802.431) are "floppy", saggy, and hard to aim. Two holding sleeves-standard for matrix have stripped out threading. One straight tip t25 driver-long is stripped. The events are not related to any specific case or patient. The devices will be returned for evaluation. This is report 11 of 11 for (B)(4).

Event description:
The synfix mini-open had lost their ability to hold desired angles, rendering them "floppy."

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: this device was returned with the complaint of stripped. Upon inspection of received driver shaft, the reported condition was confirmed. The distal tip is entirely rounded to a depth of 2mm. A review of the applicable drawing was performed. These drawings call out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed however the design of reported device was found to be adequate for its intended use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.